Event description:
It was reported that (B)(6) post-op of a right colectomy procedure, the patient was returned to the operating room due to a leak. The patient was taken back into surgery, the area of the leak was over sewed and patient sent to recovery. Some time afterwards, the patient expired as a result of cardiac issues. No other details provided. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.